Manufacturer narrative:
Exact date unknown, event occurred three weeks ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having irritation at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well post-operatively.